Event description:
(B)(4). Same patient as: 2134265-2010-04275 and 2134265-2010-04276, 2134265-2010-05861. Same case as: 2134265-2012-05201. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure in (B)(6) 2009, a percutaneous coronary intervention was performed to treat two lesions located in mid right coronary artery (rca) and right atrioventricular branch (r-pav). Lesion 1 was located in the mid rca was 90% stenosed, 3.5mm in diameter and 30mm long. The lesion was treated with predilation and placement of two 3.5x32mm taxus liberte stents without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow. Lesion 2 was located in the r-pav was 90% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow. The patient was discharged 3 days later without complications on aspirin, clopidogrel bisulfate and beraprost sodium. In (B)(6) 2012, the patient presented to the facility with chest pain and stable angina symptoms were confirmed. Coronary restenosis were noted in the mid right coronary artery. In (B)(6) 2012, a target vessel revascularization was performed. The lesion was 90% stenosed, 3.5mm in diameter and 15mm long. The lesion was treated with rotational atherectomy and was dilated with a balloon catheter. Residual stenosis was 0%. The patient's outcome improved. In (B)(6) 2012, a 3-year follow-up was performed and the patient had no anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that lesion 1 and lesion 2 were de novo lesions. The mid right coronary artery was treated and timi flow grade remained 3.

Manufacturer narrative:
(B)(4).